Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. L relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified medication (further details not reported) for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Upon follow-up, it was reported that the patient did not have extraneal when the pd effluent sample was taken and the value of eosinophils was incorrect. Should additional relevant information become available, a supplemental report will be submitted.